Manufacturer narrative:
The lot number provided in the original submission was 1bc3b03, expiration date 02/28/2013 and manufacture date 02/01/2011. The correct lot number is 1cc3c03, expiration date 03/31/2013 and manufacture date 03/01/2011.

Event description:
The advocate stated the customer tested his blood glucose using his 2 contour meters and received readings of 503 and 154 mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.